Event description:
There was leakage of purulent fluid through the stoma and with a strong bad smell compatible with the infection. Intravenous cefotaxime antibiotic was administered.

Manufacturer narrative:
Reference record (B)(4). Additional information added to b5 and h6.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 , a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the peg tube did not move for two days. On an unreported date, the patient had an endoscopy for the removal of a buried peg bumper, but it was not possible. He was taken to the operating room for surgery to remove the bumper. He left without a peg tube and was put on oral treatment. A new peg tube is expected in two or three weeks. Intravenous cefotaxime antibiotic was administered.